Event description:
The pt tested her blood glucose on the suspected device and it was 147 mg/dl in a.m. Ate breakfast and took normal medications. 3 1/2 hours later she passed out. She was found by her daughter. The daughter tested her blood glocose on the suspect device and it was 286 mg/dl. The paramedics arrived about 1/2 hour later. They tested her blood glucose on their device; it was 43 mg/dl. She was taken to the hospital and given IV fluids.